Manufacturer narrative:
One used list# lat-d1000, connector tego was returned for evaluation. As received, an unknown solution residual and a tear seal damage was observed, no mating device was returned for evaluation. The customer's complaint can be confirmed. The probable cause of silicone was felt displacing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10, h6 medical device problem codes and h6 component code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a connector tego¿ was reported to have a damaged seal during patient use. It was reported that the syringe was connected to the red lumen and the silicone was felt displacing, affecting blood return through this line. The reporter stated that the sample is available for evaluation. There was no patient harm reported.